Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not turn black and black, and the vcd is withdrawn and changed to manual compression hemostasis. There was no reported patient injury. The vcd was used to block the puncture point after a cerebral ischemic emergency where a femoral artery approach was made and thrombectomy was performed. The vcd was placed and pushed into an unknown short sheath at 30-40 degrees and stopped at the conveyor rod marker band. The short sheath was retracted until the indicator guidewire cover and handle were fully apposed. The short sheath was retracted simultaneously with the vcd and pulsatile blood flow from the retraction indicator was observed. The indicator window was observed when blood flow decreased significantly. When the blood flow stopped and retraction was continued the indicator window did not change, even if outside the body. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a non-cordis short sheath. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. There was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. One non-sterile 6f exoseal vascular closure device was returned for investigation. Upon visual inspection, the deployment lever was found not depressed, and the guard was locked. The plug was in its manufacturing position, and the indicator wire was observed in the deployed state. A non-cordis catheter sheath introducer (csi) was returned, found inserted into the unit. The indicator window was in the black/white position. No additional anomalies were noted during this visual examination. A deployment simulation test was successfully carried out. During the procedure, the indicator wire was manually pulled to reach the black/black window position. The deployment lever was then fully depressed, resulting in proper indicator wire retraction and expected plug deployment. The indicator window subsequently displayed the black/white/red position, confirming full progression through the deployment sequence. A high-magnification inspection was conducted on the unit¿s internal mechanism. No abnormal conditions were identified during this evaluation. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was performed with no anomalies noted. The window achieved all colors. The plug was deployed. The internal mechanism showed no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not turn black and black, and the vcd is withdrawn and changed to manual compression hemostasis. There was no reported patient injury. The vcd was used to block the puncture point after a cerebral ischemic emergency where a femoral artery approach was made and thrombectomy was performed. The vcd was placed and pushed into an unknown short sheath at 30-40 degrees and stopped at the conveyor rod marker band. The short sheath was retracted until the indicator guidewire cover and handle were fully apposed. The short sheath was retracted simultaneously with the vcd and pulsatile blood flow from the retraction indicator was observed. The indicator window was observed when blood flow decreased significantly. When the blood flow stopped and retraction was continued the indicator window did not change, even if outside the body. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a non-cordis short sheath. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. There was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device is being returned for evaluation.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not turn black and black, and the vcd is withdrawn and changed to manual compression hemostasis. There was no reported patient injury. The vcd was used to block the puncture point after a cerebral ischemic emergency where a femoral artery approach was made and thrombectomy was performed. The vcd was placed and pushed into an unknown short sheath at 30-40 degrees and stopped at the conveyor rod marker band. The short sheath was retracted until the indicator guidewire cover and handle were fully apposed. The short sheath was retracted simultaneously with the vcd and pulsatile blood flow from the retraction indicator was observed. The indicator window was observed when blood flow decreased significantly. When the blood flow stopped and retraction was continued the indicator window did not change, even if outside the body. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.